Event description:
During a review of medical records received (B)(6) 2013 an add'l event was uncovered. The pt was said to be have coded, losing consciousness during treatment on (B)(6) 2013.

Manufacturer narrative:
It was reported that the pt experienced an adverse event during treatment with fresenius products. A system level review is being conducted for all concomitant products in use during the treatment. It is currently unk if the pt's unresponsiveness was related to the reported event. The pt has several co-morbidities including but not limited to, end stage renal disease secondary to diabetes mellitus, diabetes mellitus for 30 years, hypertension, coronary artery disease with history of coronary angioplasty, history of ejection fraction of 63%. Malignant hypertension, bradycardic arrest x2, junctional tachycardic event, acute and potentially chronic hypoxic respiratory failure, congestive heart failure, old myocardial infarction, polyneuropathy and the pt was oxygen dependent. The medical records provided and reviewed by the post market clinical staff. A treatment sheet or discharge summary regarding this event were requested but have not been received up to date. The plant investigation is currently on-going. A supplemental medwatch report will be submitted once the plant investigation and clinical investigations are complete. This is one of 5 MDR's submitted to document this reported event. Please reference the following MDR numbers: 2937457-2013-00131, 1713747-2013-00296, 99926, 8030665-2013-00506, 1225714-2013-02229.